Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred. The drawer could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 was not sensing as closed. The field service engineer (fse) shut down the station and removed the drawer. It was found that the inseparable was missing its magnet. The inseparable was replaced, and the drawer was reinstalled. The drawer was tested using the hardware test application and functioned correctly. The application was restarted, after which the customer was able to recover the drawer and perform medication inventory. The customer verified proper functionality. The system functioned as intended after field service engineer repaired the device.